Event description:
A report was received that the patient had an infection at the lead site and was treated with IV antibiotics. The physician decided not to explant the lead because, he had assessed the lead site looked better.